Manufacturer narrative:
An event regarding alleged subsidence involving a securfit stem was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported, "it was my first bipolar case and case in general with a competitive surgeon. We used secur-fit advanced stem with a biploar uhr head an v40 lfit cocr head. He trialed with a -3 head, and asked for implants. I opened up the -3 and then he said, actually let me get the standard head. We asked why and he said because the stem seated past the depth of the broach (by at least 3mm)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported, "it was my first bipolar case and case in general with a competitive surgeon. We used secur-fit advanced stem with a biploar uhr head an v40 lfit cocr head. He trialed with a -3 head, and asked for implants. I opened up the -3 and then he said, actually let me get the standard head. We asked why and he said because the stem seated past the depth of the broach (by at least 3mm)."